Event description:
New information received indicated that the right ventricular lead continued to exhibit noise. The patient had two episodes of syncope and consequently, the physician made the decision to replace to the rv lead. The lead capped was on (B)(6) 2020. The patient tolerated the procedure fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, right ventricular lead noise was observed. The patient had called in with episodes of dizziness but it was unknown if it was related to the lead noise.